Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from a patient sample processed on the vitros 5600 integrated system. Data log analysis and vitros tropi es precision testing demonstrated the vitros 5600 system was operating as expected. The possibility that cellular debris, due to poor sample preparation, was present in the affected sample could not be confirmed. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was identified and was not reported from the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).